Event description:
Nobel biocare USA has received a report of an osseofailure for one implant: part#/lot# unknown. However, the implant returned for this report is not a nobel biocare implant. Per 21 cfr 803 .22, it is required that the loss be reported to the FDA. Lt is believed that the implant is manufactured by biohorizons. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).